Event description:
A caller reported a cartridge alarm 30 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump, and the customer was informed they would receive a pump with the latest software. The customer agreed to continue using the current pump and possibly multiple daily injections (mdi) as a backup if needed. They also acknowledged understanding the instructions for putting the pump in storage mode before returning it and agreed to send the defective pump back to tandem within ten days using a pre-paid label.